Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a philos augment mpe case, there was cement leakage in joint despite negative contrast fluid control. The case involved a locking screw implant. No additional information is available. This is report 1 of 1 for complaint (B)(4).